Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were repeated motor stalls; a critical motor stall alarm was noted. No emi (electromagnetic interference) could be identified as a root cause. The stalls never recovered. It was unknown if there were any patient symptoms or complications associated with the event; there were no reported patient symptoms. Product explant and replacement was planned as a result of the event. Diagnostic testing or trouble shooting included checking the logs. The logs revealed a motor stall on (B)(6) 2014 at 11:28 and ¿stopped pump, duration may exceed tube set¿ on (B)(6) 2014 at 11:28. On (B)(6) 2014 at 19:48 a motor stall recovery was noted. On (B)(6) 2014 at 05:24, motor stall again occurred, with ¿stopped pump, duration may exceed tube set¿ on (B)(6) 2014 at 05:24. The product issue was not resolved, nor was the cause of the issue determined. The patient status was reported as ¿alive ¿ no injury.¿ on (B)(6) 2014, it was reported that the explant date had not yet been scheduled. The pump was being used to deliver prialt (ziconotide). No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.